Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. Noise, reproducible with provocative testing, was also noted. Lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient's condition was well after the procedure.